Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, a crack on top of reservoir was noted. No patient involvement as this occurred during setup. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 28, 2019. Upon further investigation of the reported event, the following information is new and/or changed: additional device information - added exp date; date received by manufacturer; indication that this is a follow-up report; follow-up due to additional information; device manufacture date; identification of evaluation codes 4114, 3331, 11, 3259, 4307. Method code #1: 4114 - device not returned; method code #2: 3331 - analysis of production records; method code #3: 11 - testing of device from same lot/batch retained by manufacturer; results code: 3259 - improper physical structure; conclusions code: 4307 - cause traced to component failure. The sample was not returned for investigation; therefore, a retention sample from the same product code and lot number combination was visually inspected and found to have no damages or anomalies, specifically with the reservoir lid. All reservoirs are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the reservoir and its components during shipping. It is likely that the reservoir was damaged by a shock force at some point during the handling of the product, however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.